Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible premature battery depletion in the form of unexpected longevity. The device remains in use. No patient complications have been reported as a result of this event.